Manufacturer narrative:
Customer complaint: it was reported that the patient had a continuous infusion. The device was received for evaluation; the device was visually and functionally tested. Visual inspection performed and found a cracked rear case and door. The device passed delivery accuracy test. Delivery accuracy passed and delivered 20.2ml. Unable to verify or duplicate complaint. The probable cause is user error.

Event description:
Us sr (B)(4) was opened regarding a plum 360 driver new with ln 300100405 and sn (B)(6). It was reported that the patient had a continuous infusion of fentanyl 1000mcg per100ml infusion at 25 mcg per hr.2.5 ml. At about 16:45 the pump alarmed for completion of the magnesium infusion, at that time the fentanyl pump was also alarmed for proximal air in line. Upon inspection, the fentanyl bag was completely empty and there was air several inches below the cassette of the IV tubing. The pump showed a volume infused of 62 ml, but the volume infused should have been 18ml. The infusion rate was not changed, and all infusion verification showed a rate of 2.5 ml per hr. Upon visual inspection around 15:30, the fentanyl bag was about half full. No liquid was located around or near the IV pump to suggest a leaking bag or pump tubing. Registered nurse and pharmacy were called to investigate this issue at that time an error message displayed on the pump that we were unable to resolve to review the infused values. The pharmacist took the pump, tubing, and empty bag of fentanyl entirety for troubleshooting. Family was at bedside during this time. There were no noticeable signs that the tubing or bag of fentanyl were tampered with. The pump details report did not support that there was 62ml infused. It showed that a volume of 18.3ml had infused. There was a patient involvement and no harm. Us sr (B)(4) was opened regarding a plum 360 driver new with ln 300100405 and sn (B)(6). It was reported that the patient had a continuous infusion of fentanyl 1000mcg per100ml infusion at 25 mcg per hr.2.5 ml. At about 16:45 the pump alarmed for completion of the magnesium infusion, at that time the fentanyl pump was also alarmed for proximal air in line. Upon inspection, the fentanyl bag was completely empty and there was air several inches below the cassette of the IV tubing. The pump showed a volume infused of 62 ml, but the volume infused should have been 18ml. The infusion rate was not changed, and all infusion verification showed a rate of 2.5 ml per hr. Upon visual inspection around 15:30, the fentanyl bag was about half full. No liquid was located around or near the IV pump to suggest a leaking bag or pump tubing. Registered nurse and pharmacy were called to investigate this issue at that time an error message displayed on the pump that we were unable to resolve to review the infused values. The pharmacist took the pump, tubing, and empty bag of fentanyl entirety for troubleshooting. Family was at bedside during this time. There were no noticeable signs that the tubing or bag of fentanyl were tampered with. The pump details report did not support that there was 62ml infused. It showed that a volume of 18.3ml had infused. There was a patient involvement and no harm.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The fentanyl pump unexpectedly showed that 62 ml had infused instead of the expected 18 ml, even though the infusion rate was correct. The fentanyl bag was found empty with air in the line, but no leaks or tampering were observed. Pharmacy and nursing investigated, and the pump report confirmed only 18.3 ml had actually infused. The patient was involved but not harmed.